Manufacturer narrative:
Additional information: the following sections have been updated accordingly: section a5: race: asian. Section b5: additional information received stated that the original gcb00v lens was removed and replaced with tecnis zcb lens during the same procedure. No further information was provided. Section e1: reporter email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not stable which was identified after implantation in the patient's right eye. The lens was removed and replaced with another backup iol during the same procedure. Incision was not enlarged. Sutures and vitrectomy were not required. Vision pre-operative was 6/6 and vision post-operative was 6/6. Account indicated that there was a 10 minute delay in procedure. Directions for use were followed. There was no medical attention or medication prescribed outside of standard of care. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section e1: reporter: email: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.